Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet displayed ¿unable to proceed, check alerts before proceeding¿ at the start of the fill tubing step, with repeated occurrences at 0.0 units despite restarts and dry-run attempts; troubleshooting and education were completed, and the device was replaced, with insulin administered via subcutaneous pen due to pump unavailability. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention because medication was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem leading to a complete blockage during the fill process, associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.